Manufacturer narrative:
Insulin pump was programmed and monitored for two days with no alarms noted. Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and unexpected error test. Insulin pump had multiple alarms in the alarm history screen due to corrupted history file. Insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference MFR report number 3004209178-2014-865873.

Event description:
The customer's father reported customer's high blood glucose. Customer's blood glucose was 600 mg/dl. Customer stated was hospitalized due to high blood glucose. Father was calling back to troubleshoot high blood glucose. Troubleshooting was done for high blood glucose. Checked alarm history found, no delivery alarm, signal too low alarm and displayable history crc check failed on start up. Troubleshooting was done. Customer stated the insulin pump was without battery for a month. Explained the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further info provided.